Event description:
Pt stated that he experienced the tubing separating from the infusion set luer lock. Pt stated that his blood glucose level elevated over 600 mg/dl. The pt changed his infusion set and bolused to bring his blood glucose level down.